Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was on arctic sun device. Nurse stated that the target temperature was 37c, patient temperature was 38.4c, water temperature was 32.8c and increasing, flow rate was 2.6lpm, chiller temperature was 4c, mixing pump command was 100 percent. Mss explained that the device needed to go to biomed. They had another arctic sun 2000 device available. Nurse stated that the water temperature was 23.5c at initiation. Nurse called back 10 minutes later, water temperature was down to 12c. Mss suggested to watch water temperature, but it appeared to be functioning properly. Per additional information received on 10dec2021, caller stated that patient was not at normothermia target of 37c, and device was alarming. Nurse stated that target temperature was 37 c, patient temperature was 37.3c and water temperature was 31 c. Nurse checked event log history and found alert 113 (reduced water temperature control) and alert 116 (patient temperature 1 change not detected). Nurse stated that system hours were 2855, pump hours were 2517, mixing pump command was 100 percent and chiller temperature was 4.1 c. Mss discussed with nurse and advised them to send the device to biomed and to locate another machine for the patient's therapy.

Event description:
It was reported that the patient was on arctic sun device. Nurse stated that the target temperature was 37c, patient temperature was 38.4c, water temperature was 32.8c and increasing, flow rate was 2.6lpm, chiller temperature was 4c, mixing pump command was 100 percent. Mss explained that the device needed to go to biomed. They had another arctic sun 2000 device available. Nurse stated that the water temperature was 23.5c at initiation. Nurse called back 10 minutes later, water temperature was down to 12c. Mss suggested to watch water temperature, but it appeared to be functioning properly. Per additional information received on 10dec2021, caller stated that patient was not at normothermia target of 37c, and device was alarming. Nurse stated that target temperature was 37 c, patient temperature was 37.3c and water temperature was 31 c. Nurse checked event log history and found alert 113 (reduced water temperature control) and alert 116 (patient temperature 1 change not detected). Nurse stated that system hours were 2855, pump hours were 2517, mixing pump command was 100 percent and chiller temperature was 4.1 c. Mss discussed with nurse and advised them to send the device to biomed and to locate another machine for the patient's therapy.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.